Event description:
Consumer stated: these are great toothbrushes for travel if they only need to be used a few times and thrown away. The bristles come out so easily. They literally all fell out while I was brushing my teeth." No contact info provided, product not returned.